Manufacturer narrative:
This supplemental report is being submitted to provide d11 concomitant devices and results of the device history records (DHR) review. A review DHR review was conducted for the referenced device and indicated there was no deviation or non-conformities during production as the device was met all specifications and passed all functional tests.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer¿s experience cannot be confirmed. If additional information is received or the device is returned at a later date this report will be supplemented accordingly.

Event description:
Olympus representative reported that during a therapeutic submucosal resection procedure, the blade worked for about two minutes before it would no longer resect/spin or deliver bipolar cautery. The bipolar cautery started working intermittently, while the blade and handpiece icon would disappear on the console. It was also reported that the bipolar cautery delivered cautery without pressing the button. The sales representative reported that he was able to duplicate the reported issues with the exception of the system delivering cautery without pushing the button. The sales rep reported, when removing the blade from the hand piece, the blade and hand piece icon on the console would disappear for 1 second. From there, the hand piece icon would reappear. When removing a blade, only the blade icon should disappear. This issue happened towards the end of the procedure. No errors displayed. However, the hand piece and blade icons would disappear intermittently. Then both icons disappeared and the blade would not work any longer. There was very minimal bleeding reported. No longer stay or additional procedures needed for the patient. The procedure was prolonged by about 10 minutes. This 3 of 4 reports.